Event description:
Initial result for a patient uric acid was <10 mg/dl. When repeated, the result was 41.4 mg/dl. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepancy.